Event description:
The device is not expected to be returned. The neurosurgeon reported the patient presented for a lumber laminectomy and required the placement of tutoplast, followed by duragen to close cerebrospinal fluid leak. One week after the surgical procedure, the patient presented with cerebrospinal fluid leak and underwent the same closure procedure with the placement of tutoplast followed by duragen. The patient again presented with cerebrospinal leak and required a third procedure to close the leak. Upon evaluation of the surgical site, the neurosurgeon observed that the tutoplast had split and was leaking through. The neurosurgeon closed the leak in the same manner using the tutoplast and duragen. The neurosurgeon does not believe the duragen was at fault for the leak based on the visualization of the tutoplast. It is noted that the neurosurgeon did not place drains after the surgical procedures. To date the patient has not presented for further treatment.